Event description:
On 11/19: customer reports fluoro failed during procedure. Staff rebooted the system multiple times, causing procedural delay before system started fluoro. Procedure was completed, no reported injury.

Manufacturer narrative:
When fse arrived on site, the unit was working normally. Fse cycled the power a few times without a runtime error being generated. Fse was unable to duplicate the customer reported issue. Fse then went into the service mode and restored the default settings, and also restored the defaults on the operator screen. Fse completed operational checkout of the system per service checklist and returned unit to full service.